Event description:
Reporter states customer reportedly received results of 118 mg/dl and 453 mg/dl within 10 minutes on the aviva system. The customer was at school when the discrepant results were obtained. No high blood symptoms reported. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.